Event description:
Caller reported an error with their continuous glucose monitor, known as cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance for a complete pump reset, and after following the provided instructions, the caller successfully restarted their sensor session without encountering the error again.